Event description:
The facility representative reported a colleague infusion pump with "moderate setting alarms over 13.6 psi". The event occurred during repair and inspection of device. This condition had the potential to interrupt delivery. There was no patient involvement, injury or medical intervention reported related to this device. No additional information is available. This is a remediated colleague infusion pump with user interface module 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "moderate setting alarms over 13.6 psi" was not confirmed during product evaluation. There was no objective evidence anywhere else during product evaluation to confirm the problem therefore quality engineering could not confirm the problem nor its cause. No repairs were performed. A device history review was performed and no abnormality was observed in the manufacturing of this device. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.